Event description:
Customer reported there was a problem of adaptation between the oscillating saw and cad engine. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool was broken off. This was attributed to faulty handling. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.